Manufacturer narrative:
Institution and reporter number:(B)(6).

Event description:
While not in clinical use, the device gave an unexpected restart (message) while prepping for use. Upon restarting the device gave a disconnect alarm which could not be silenced. Investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse confirmed that the device had an unexpected restart when the customer was prepping the device for use. Upon restart of the device, a disconnect alarm was given that could not be silenced. The rse provided the customer with a bench form for bench repair but the customer declined and requested onsite service. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.